Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy, and seroma-late.

Event description:
Patient reported left side "symptoms that are like bia-alcl lymphoma," folds, "discreet periprosthetic serous exudate," possible "contracture," baker grade unknown, "reactive-looking nodes (inflammatory and / or infectious) in the left axillary region," and patient is "afraid that this event is already the first of the possibility of other things." The device remains implanted.